Manufacturer narrative:
The report was incorrectly filed on with cfn number(B)(4). In this report the cfn number is corrected.

Event description:
The manufacturer received information alleging a ventilator failed a test step and there were no audible or visual alarms during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step and there were no audible or visual alarms during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's main board was replaced to address the issue. In addition of the above evaluation, replace internal battery being too old manufactory 5/7/2011, o2 flow sensor assembly was modified and broken, front enclosure broken screws bracket, the power management board has a jumper wire, micron filter incorrect position, the pollen filter is pm kits, which was not related to the malfunction/issue.